Event description:
The small plastic piece on the insulated bovie tip fell off during use into incisional area. Dr. [Initials redacted]noticed it right away and removed it. The insulated bovie tip was removed and replaced.